Event description:
It was reported to philips that the uninterruptible power supply failed, which could impact the system booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Customer reported to philips that the ups was failed. Upon troubleshooting, the philips field service engineer (fse) confirmed that the issue was with the hospital's power supply. Upon further analysis, customer identified burned area above the fuses. To resolve the issue, the fuses of ups were restored, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. External power failures or outages may occur that can cause the allura system to not boot up/start up or shut down. This scenario includes a situation in which the main hospital power supply is not functioning, or there is a localized power failure that is not caused by the allura device. Since the malfunction of an external power source would not be considered a malfunction of the allura system, this event would not be reportable. The codes were updated based on the investigation otutcome.